Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported there was stimulation condition. There was a loss of therapeutic effect and acute pain following a fall. The implantable neurostimulator (ins) was for a right leg injury and the leg ¿gave out and a muscle snapped or something.¿ the patient ended up in the emergency room. After the patient¿s spouse went home for the patient programmer so that the ins could be turned off, a CT scan was to be performed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.